Event description:
In 2006, a zenith endovascular graft was used to treat the patient's abdominal aortic aneurysm. A series of limbs were deployed on the contralateral side. Another manufacturer's iliac extender component was one of the limbs used. In 2007, the patient presented with aneurysm growth, a possible type iii endoleak, and a type I-b endoleak at the left distal landing zone. Coil embolization of the left internal iliac and placement of two contralateral leg components resolved the type I-b endoleak. The patient tolerated the procedure.

Manufacturer narrative:
No product or films were provided to assist in our investigation. However, each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the assortment of zenith IFU's specifically list several warnings and precautions that if properly followed, could reduce the occurrence of this failure mode occurring. In general, these IFU's address patient selection, treatment and follow-up, key anatomic elements that may affect exclusion of the aneurysm, and effects of an inaccurately deployed stent graft. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.